Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 10/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/06/2016 with the following findings: the pump was returned with moisture behind the display lens. The pump had audible and vibratory features but the display screen remained blank. There was a crack in the pump casing near the battery compartment. The pump failed a leak test due to a cracked battery compartment. There was moisture found on the internal components of the pump.

Manufacturer narrative:
Follow up # 2 date of submission 1/05/2017 ¿ correction to serial number.